Event description:
It was reported that the helix "screw mechanism" on the lead was "frozen." It was further reported that there was no evidence on fluoro of the helix advancing. The physician tried several times, and at one point, let go, and the pinch-on tool "flipped around" many times, releasing the pressure. Further attempts to advance the helix after repositioning were also unsuccessful. Once removed, the lead was inspected, and it showed that the tip had a "bend to it." Another attempt was made to extend the helix, and after approximately 25 turns, it suddenly popped out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), the sleeve head, and the helix mechanism, the helix was bent, and damaged at implant.